Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, an exploratory surgery was performed on this patient to determine why the device was not functioning. It was discovered that there was a fracture in the tubing, however, this device remains implanted.